Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07654. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with cystocele and rectocele repair. It was reported that patient underwent cystoscopy with bilateral retrograde pyelograms and examination under anesthesia with transvaginal excision of submucosal lesion on (B)(6) 2013 due to recurrent uti¿s and vaginal pain. No additional information was provided. (B)(4).

Manufacturer narrative:
Following mesh insertion the patient experienced pain, bleeding, recurrence, mesh extrusion and adhesions which led to the following procedures: (B)(6) 2010 - partial mesh excision, (B)(6) 2010 - partial mesh excision, (B)(6) 2012 - partial mesh excision and (B)(6) 2012 -mesh explantation. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent exploration of the vaginal vault with exploratory laparotomy and lysis of perivaginal adhesions on (B)(6) 2012, no overt mesh components visible vaginally or intra-abdominally. It was reported that pain was due to adhesive tissue, not from the mesh.

Manufacturer narrative:
(B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-07654 and 2210968-2012-08500. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08500. The same patient is represented in each medwatch.